Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due broken trace on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had received a hardware low level failures alarm. The customer¿s blood glucose level was unknown. Rewind and fill process was completed. It was stated the alarm occurred again during the self-test. The insulin pump will be returned for analysis.